Event description:
The following was reported to hamilton medical ag: call received from customer ventilator on/off switch is not working. Occurred during daily ventilator check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up nr1, corrected information. Device

Event description:
The following was reported to hamilton medical ag: call received from customer ventilator on/off switch is not working. Occurred during daily ventilator check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).